Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Testing revealed that there was no communication to emitter due to internal cord being unplugged. The system was working as designed and passed a fully system checkout. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that there was a localizer not connected error on the s7 in their fusion software. Emitter details showed connection issues with axiem and the box had an 8 on the back. Rebooted the system without resolution. Site brought in their other axiem and tried using that one, but the issue was the same. Site was going to use their other s7 to continue with the case. There was a delay of less than 1 hours. No impact on patient outcome.